Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion was observed on the implantable pulse generator (ipg). It was also reported that the right ventricular (rv) lead had high thresholds. The ipg was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.